Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.(B)(4)

Event description:
Customer reported the lancet protrudes beyond the end cap of the softclix device. No adverse event reported. The customer disconnected the call before additional information could be gathered.